Event description:
It was reported that the right ventricular lead exhibited oversensing noise causing inhibition of pacing. The lead was capped and replaced on 06 apr 2022. The patient was in stable condition.